Event description:
Patient was being transferred with voyager lift from his bed to an electric wheel chair and was directly above chair when one of the supports of the lift slid out of position and patient fell to the floor. Patient was a quadriplegic and wearing a halo brace at the time.====================== health professional's impression======================this device is a portable ceiling type lift. It runs across a guide rail that is mounted to two posts that are wedged from the floor to the ceiling on either side of the bed. During the use of the device in this event it was set up in a patient's room. The posts were wedged up against a false ceiling or hung ceiling tile system that is only supported by an aluminum infrastructure. In other words the device was not installed properly with caused the event.====================== manufacturer response for ceiling lift, voyager easy track======================because the device was used incorrectly the mfg did not really comment.